Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au480 clinical chemistry analyzer and replaced multiple hardware parts which included the ise tubing¿s, the buffer syringe and the reagent r1 spiral mixer and cleaned the flow cell to resolve the issue. The fse performed calibration, verification checks, which all passed. The fse verified the analyzer resumed to normal operation. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining erratic patient results and quality control (qc) on ion selective electrode (ise) including sodium, potassium and chloride on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.